Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had complete image loss, and colored lines appearing on the screen. The issue occurred during a diagnostic esophago-gastro-duodenoscopy procedure. There were no reports of patient harm.